Event description:
It was reported that the patient coded and received cardiopulmonary resuscitation (CPR), but ultimately expired. Follow-up had been conducted and the cause of death has been requested, but no further information could be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: 4396-88 lead implanted 2014 (B)(6); 6935-65 lead implanted 2014 (B)(6). (B)(4).